Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Received one locator abutment. Product returned without original package; therefore, unable to verify part/lot number information. Visual inspection: the abutment fractured at a post¿s thread minor diameter. The abutment have signs of (nicks/cuts) at coronal surfaces. Visual inspection found bone and dry blood inside the broach of the abutment. There is no manufacturing defect noted. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that the locator abutment screw was fractured. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: g7: type of report, follow-up number. H3: device evaluated by manufacturer: change ¿no' to 'yes' . If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to report zimmer biomet (B)(4). The following information is unknown at the time of this report: date of birth not provided. Weight/ethnicity not provided. Reporter last name not provided. The reported device has been received for evaluation. Investigation has not yet begun. Once investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the locator abutment screw was fractured.